Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical problem code, component code, type of investigation, investigation findings, investigation conclusions.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2011. Approximately 6 years and 6 months after the initial procedure the patient had a left hip revision due to pain, stiffness, discomfort, and weakness which in turn negatively affected the patient's mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 2000897, 120-65-20 - bone screw 6.5mm dia x 20mm long. 1933978, 164-01-11 - element-stem, collarless w/ha, std offset, sz 11. 2000167, 170-32-93 - biolox delta femoral head 32mm od, -3.5mm. 1873093, 180-01-50 - nv crown cup clstr hole 50mm group 1. Pending investigation.